Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with clinically significant striae in right (od) eye. Flap lift and stretch was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation, pain, discomfort and blurry vision in right eye. Patient reported symptoms are not interfering with daily activities. Patient's symptoms were resolved as of (B)(6) 2017. It was noted patient is doing well as of (B)(6) 2017 visit and is scheduled for a follow up to check stability and dryness. It was additionally noted patient saw dka. Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.00 x -.50 x 94, left eye pre-op 20/20 -3.00 x -.50 x 91. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
Initially reported under describe event or problem "it was additionally noted patient saw dka". Dka means the initials for dr (B)(6) and not a symptom. This information was initially captured. All pertinent information available to johnson and johnson surgical vision has been submitted.